Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the guidewire broke when removing from the patient by the physician. It was discarded on the floor. Additional information received indicated that when advancing the guidewire through the catheter, the guidewire was difficult to advance as it was doubled over in the inner lumen, so the guidewire was removed and noted to fractured but not detached, to the distal end of the guidewire. The guidewire was replaced and the procedure was completed successfully. The physician stated that he felt that the inner lumen of the catheter was too large which caused the guidewire to double over and fracture. The device was not returned for analysis, however based on a review of the available information it is probable that the guidewire was doubled over within the lumen of the guide catheter and this caused the guidewire to fracture during the maneuver attempts to advance the device to the target site. An assignable cause of procedural factors will be assigned to the reported event of ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the venus occlusion procedure when the guidewire was advanced through the catheter, there was resistance. When the physician removed the subject guidewire, the distal end was found fractured, but not detached. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the venus occlusion procedure when the guidewire was advanced through the catheter, there was resistance. When the physician removed the subject guidewire, the distal end was found fractured, but not detached. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.